Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation not reported was that the instrument was found have a broken bipolar yaw pulley. The broken piece was missing as a result of the breakage. The size of the missing piece is approximately .20¿ x .08¿.

Event description:
It was reported that during a da vinci assisted procedure, that the fenestrated bipolar forceps were not working. Upon inspection the customer found out that the cable was broken. The team inspected the cavity and no parts of the instrument were noted inside patient. The procedure was completed and there was no patient injury.